Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue - mentions insert strip while on but does not respond. Inserts with meter off and get black screen with hour glass. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.